Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The patient reported being hospitalized due to inaccurate cgm readings. She stated that at one point, her cgm indicated a high glucose level, but her bgfs reading was actually 58 mg/dl. The patient declined to provide additional details and expressed significant frustration, insisting on ending the call. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.